Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Based upon the information from sorc, omsc surmised that the reported phenomenon occurred since the circuit board inside the video connector of the subject device was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at service operation repair center, it was found that the endoscopic image of the subject device was noisy and disappeared temporarily due to a failure of the circuit board of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.